Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2022. Arm insertion site is off-label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).